Manufacturer narrative:
Conclusion code no longer applies to this event.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in france who was receiving morphine 10 mg/ml at a dose of 0.060 mg/day via an implantable pump. The lot number, concomitant medications, and medical history were not obtainable. It was reported that during normal use on (B)(6) 2016 the critical alarm on the pump occurred. Diagnostic testing/troubleshooting included the interrogation of the pump which indicated that pump was in safe mode (error code 7 in the event log) since (B)(6) 2016. Because of this safe mode, the pump was set on minimal rate (0.060mg/day) since this date. There were no environmental, external, or patient events, including an MRI or other medical exam, that led to or caused or contributed to the event. No patient symptoms were reported to date. At the time of the report, the patient's status was reported as alive-no injury and the issue was no resolved. The pump status was implanted but out-of-service but surgical intervention was planned and the pump would be replaced in the future. This had not yet been scheduled.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-05-17 information was received from the representative who reported that no further troubleshooting was performed. Further actions/interventions included the replacement of the pump. The patient had experienced pain re-occurrence as a result of the safe mode prior to the explant of the pump. The return status of the pump remains unknown at this time.

Manufacturer narrative:
Analysis found the pump had suffered a flip bit in the task ID area of memory. Pump memory review showed "dummy task ran error". This device issue is known and documented in the labeling per (B)(4) ¿ n¿vision clinician programmer with software synchromed ii infusion systems. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported the patient¿s weight was unknown. It was unknown what software version was used to update/interrogate the pump.

Manufacturer narrative:
Pump analysis revealed an unexplained event in the exception history log. It was noted in the logs that this pump experienced a dummy task which ran detected in exec corruption that caused the pump to enter safe mode at some point while implanted. Conclusion code no longer applies to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.